Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the adaptive clean brush head which is an accessory. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristle packs (tufts) from the adaptive clean brush head were falling off in their mouth. No injury reported.